Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site 5 (type ii bone). Primary stability was achieved and osseointegration was not achieved. The clinician states lack of osseointegration. The clinician reports adequate dense bone was available at the time of placement; however, the implant never stabilized. The implant was loose and was removed. The clinician reports that the implant crown was slightly hypo-occlusive. The implant was removed on (B)(6) 2012 due mobility and twisting. Med. History: no significant findings.